Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with the ilet bionic pancreas while using an fsl3+ sensor, including a cgm reading of ¿high,¿ a confirmatory fingerstick of 402 mg/dl, and ilet glucose values trending downward after calibration; alerts for glucose above 300 mg/dl for over 90 minutes occurred, and no back-up therapy, ketone testing, steroids, medical intervention, or assisted care were reported. Symptoms included hyperglycemia without reported acute complications. Outcomes included no emergency treatment, no hospitalization, and self-management at home. Investigation included a review of device alerts and user-reported metrics. Investigation of this case revealed no device malfunction was identified and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.